Manufacturer narrative:
During data review of the device image and session records, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.

Event description:
During a follow-up in clinic, the device longevity displayed eight years to elective replacement indicator despite being implanted in 2014. Technical support was contacted and suspected overestimation, however, the battery longevity was unable to be calculated. No intervention was performed at this time. The patient was stable and will continue to be monitored.